Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure, the donor was reported to have left the center in stable condition. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2018 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was not completed due to an error message "air in ac line" and anticoagulant depletion observed. The pcs®2 plasma collection system collected 846ml of plasma, however there was a loss of 200ml of red blood cells. The cause of death was reported to be an undisclosed underlying heart condition; a copy of the coroner's report was available at this time.